Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 900 mg/dl. The customer stated she woke up with nausea the day before. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.